Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Verified that the incoming line fuses were open. Replaced with upgraded din rail. Performed system checkout. Unit operates as expected. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not power on. The image acquisition system (ias) was reportedly functioning normally when this occurred. No patient was present for this event, so no patient demographics are applicable.

Manufacturer narrative:
The din rail assembly with fuses were returned to the manufacturer for analysis. Two fuses were returned. Both fuses, 15a/ 250v, were blown. This confirmed what was already reported on the initial MDR. Before applying 21vdc between contacts 7 and 10, 11.7 ohms was measured within spec on the din rail assembly. The tester energized the assembly, there was an audible click as the relay closed between contacts 7 and 10, 0.02 ohms was measured to be within spec. The din rail assembly was found to be fully functional with no problem found. The reported event could not be duplicated on the din rail by medtronic personnel.